Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient stopped using her insulin pump because it malfunctioned. The day after, the patient experienced feeling weak and dizzy and felt wobbly all over and could barely walk or talk. Her best friend checked the cgm reading which was 387 mg/dl. The patient took 3 units of fast-acting insulin, and her friend called 911. When the paramedics arrived, a fingerstick was taken, and the blood glucose reading was 555 mg/dl. The patient was transported to the hospital and when a fingerstick was taken there the blood glucose reading was 486 mg/dl. The patient did not know what the blood glucose reading was. The patient was given intravenous fluids and was given 10 units of insulin. No bloodwork was done. The patient stayed in the hospital for 2-3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient stopped using her insulin pump because it malfunctioned. The day after, the patient experienced feeling weak and dizzy and felt wobbly all over and could barely walk or talk. Her best friend checked the cgm reading which was 387 mg/dl. The patient took 3 units of fast-acting insulin, and her friend called 911. When the paramedics arrived, a fingerstick was taken, and the blood glucose reading was 555 mg/dl. The patient was transported to the hospital and when a fingerstick was taken there the blood glucose reading was 486 mg/dl. The patient did not know what the blood glucose reading was. The patient was given intravenous fluids and was given 10 units of insulin. No bloodwork was done. The patient stayed in the hospital for 2-3 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.